Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter the guidewire became stuck in the catheter, separately the splines of the catheter array were bunched. During the procedure the physician discovered the stuck guidewire and the bunched splines. They were unable to resolve the issues in the patient's body so the catheter was removed and both the catheter and wire were replaced. The procedure was completed with no patient complications. The catheter is not expected to be returned as it was discarded by the facility.